Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed noise that was oversensed. Oversensing led to pacing inhibition with asystole of approximately 3 seconds as seen on stored electrograms (egm). Rv lead impedance and threshold were noted to be good and stable. The noise was not able to be recreated with arm movements or isometrics. The device was reprogrammed to 0.7mv. There were no adverse patient effects reported. The system remains in service.